Event description:
A model 305 portable aspirator failed to operate on high speed, on its initial out of box test. An inspection revealed a terminal was disconnected from the battery pack. This failure was determined to be the result on an assembly defect. The battery terminal was re-crimped, the ventilator was tested to specifications and returned to the customer.